Manufacturer narrative:
The eval has not been completed. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that during a thrombus aspiration procedure to remove a distal occlusion of soft septic thrombus the aspiration catheter became stuck in the guide catheter. A guide wire was inserted into a 6.5f guide catheter and the aspiration catheter was inserted over the wire. While trying to aspirate the thrombus a loop developed between the guide catheter and the aspiration catheter. The physician could not remove the aspiration catheter from the guide catheter and was forced to remove the guide catheter, guide wire, and aspiration catheter together from the pt. The user did not provide a lot number. No harm or injury was reported.